Event description:
A screw was broken during insertion 2-3mm below its head. The surgeon unsuccessfully attempted to remove the screw extending the procedure by more than 30 minutes. The screw remains fully embedded into the base of the patients 5th metatarsal and was not removed.